Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for ischemic peripheral pain. It was reported that the patient had their implantable neurostimulator (ins) battery shut off for a procedure at the hospital; they had to shock him (defibrillation) because he had a heart attack. All of these were noted to not be related to the device or therapy. The patient did not know if the procedure affected turning his device on or not. The poor communication message appeared on the patient programmer (pp) about a month prior to the report when the patient tried to turn on the ins; the ins could not connect to the pp or the ins recharger (insr). It was also reported that the reposition antenna screen appeared on the insr, but when the desktop charger (dtc) was plugged into the insr, the patient thought that the ins was charging along with the insr. It was then discovered that the patient last felt stimulation about one year prior to the report and the last ins charging session was unknown. In conclusion, the patient was redirected to their healthcare professional (hcp) to check the device for a possible overdischarge or to see if the procedure affected the device. There were no further complications reported or anticipated.